Event description:
During recharging, the patient had been getting 8 bars during coupling since implant. Recently when she was recharging, she got 2 bars most of the time and occasionally 4 bars. The patient was very thin and the implantable neurostimulator (ins) was very shallow. An x-ray (date not provided) confirmed the ins had flipped. In 2008, the health care professional manually flipped the ins back. The patient was able to recharge the ins without complications.